Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning on the right ventricular lead for high and undefined impedance, high sensing integrity counters with noise on the electrogram. The lead also intermittent capture. The lead was explanted and replaced. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. An additional right ventricular pacing lead also had high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.